Event description:
It was reported by the patient that "[patient] was shocked three times". The patient also reported that when trying to pick up the cell phone the patient was shocked. The patient heard the alert tone and sent a transmission. The patient is waiting to hear from the clinic. Follow-up is in progress for additional information. The lead remains in use. It was further reported by the physician's nurse that the left ventricular lead was also found to have a elevated lead impedance. The physician noted that the lv lead was replaced because it was not functioning. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D224trk bi-ventricular defibrillator 2010-(B)(6); 6947-65 implantable tachy lead 2008-(B)(6); 4076-45 implantable pacing lead 2008-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.